Manufacturer narrative:
Procedure went well and patient was doing well.

Event description:
Sales rep was present for the case and reported that the bear implant hydrated quickly'; however, the device remained intact and stayed on the sutures, so the doctor felt comfortable implanting. Procedure went well and patient was doing well.